Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer's blood glucose (bg) level was 20 mg/dl and paramedics were called. The customer was treated with intravenous fluids. The customer recovered and was not transported to the hospital. The customer suspected the cause of the low bg was due to the pump settings. As the event had occurred in the past, tandem technical support advised the customer to discuss the low bg event with a healthcare provider.